Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. However, a corroded battery tube noted during visual inspection. The insulin pump passed functional test including off no power test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No off no power alarms noted. No motor error alarm noted. The motor passed motor test. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.